Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00659; 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient presented with a dislocation and required revision surgery. During the revision, the polyethylene/socket insert was replaced with a new insert that was 4 mm taller than the previous one. The shoulder was reduced using a trial insert, and after confirming stability, the definitive implant was inserted successfully, completing the procedure.